Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The discordant results were obtained using one pack of reagent. Initial quality controls (qc) recovered in range using the affected reagent pack. Siemens is investigating the issue.

Event description:
Falsely low cystatin c_2 (cysc_2) results were obtained from an atellica ch 930 analyzer using atellica ch cystatin c_2 (cysc_2) reagent. The falsely low results were reported to the physician(s). The patient samples were repeated on an alternate analyzer and the same analyzer. The repeat results were higher than the falsely depressed results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low cysc_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00401 on 28-dec-2022. Additional information (25-jan-2023): siemens was unable to obtain photometer data or calculation data for the affected samples from the atellica ch 930 analyzer. Siemens is unable to determine if reagent delivery or foaming issues occurred without the photometer or calculation data. The following instrument errors occurred on the date of the event: sample arm: vertical motor: probe crash detected, reagent arm 1: pressure transducer: reagent not aspirated, dilution arm: dilution arm: request was aborted, dilution arm: pressure transducer: sample abnormal aspiration, dilution arm: pressure transducer: sample clog detected, dilution arm: dilution arm: sample not aspirated, and dilution arm: arm: sample not detected. Quality controls (qc) recovered in range at the time of the event. Siemens cannot rule out sample integrity issues and preanalytical variables as a potential cause of the event. The cause of the event is unknown. Siemens observed instrument errors on the date of the event and no reagent-related malfunction with the atellica ch cystatin c_2 (cysc_2) reagent was observed. The system is performing according to specifications. No further evaluation of this device is required.